Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they applied the device on the stomach on a laparoscopic sleeve procedure, the device was unable to fire. They used another same device to complete the case. There was no patient injury.